Manufacturer narrative:
Correction: (d.4.) Lot number is unknown. Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as incorrect batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as incorrect batch/lot number was made available for this reported event. Process documents were reviewed and there are proper controls in place to detect product malfunctions.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, while adding a three-way connector to the patient's intravenous line for infusion, the nurse detected fluid leakage. No harm was caused to the patient. The nurse immediately discontinued use of the connector and replaced it with a new three-way connector.